Manufacturer narrative:
The information provided in the operation report indicates that the patient's inr was low, and the patient was therefore susceptible to thrombosis due to coagulopathy. The patient also had a previous thrombotic event in 1995, suggesting prior coagulopathy. The prosthesis was received for analysis on (B)(6) 2018. The prosthesis was received in poor condition. The jar in which the valve was received was too small for the valve. The valve showed noticeable thrombus on the outflow side and two leaflets appeared to be damaged. Investigation of the valve is ongoing. The results will be provided with the final report.

Event description:
A percival valve was implanted via full sternotomy on (B)(6) 2018. The operative course was uneventful. After 7 days, tee revealed restricted motion of the right and left leaflets due to thrombotic formations. A redo avr was performed on (B)(6) 2018 which confirmed the diagnosis. The valve was replaced with a 25 mm trifecta valve with uneventful clinical course following the reoperation. In the operation reported provided, it was indicated that the patient had coagulopathy. Following implant of the trifecta vale, anticoagulation therapy was administered. It was indicated that the treatment should be maintained until the patient's inr reached 2.5.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release.

Manufacturer narrative:
Histological analysis confirmed the presence of massive thrombus deposition on the returned valve. Inflammatory cells were identified in the deposited thrombus. There was no evidence of endocarditis. Review of the steady flow test inspection, the principal device functional test performed prior to release, confirmed that the valve met the acceptance criteria for a perceval pvs27. No anomalies were observed during the open/close cycle. Based on the information available in the event description, the patient's medical history and inr were indicative of coagulopathy. Furthermore, the patient had several risk factors (moderate mitral valve regurgitation, hypertension, carotid artery disease, diabetes, kidney failure) that likely contributed to the event. As reported in the perceval IFU: "the risks or potential adverse events (in alphabetical order) associated with cardiac valve replacement with a bioprosthesis include, but may not be limited to: angina, cardiac arrhythmia, ... Prosthesis thrombosis ..." As such, the event is a known, inherent risk of the procedure.